Event description:
Draeger medical systems, inc. Has received info from a customer that during an operating room procedure, our kappa xlt pt monitor lost the ibp waveform display and that an independent surgical display monitor that was connected, exhibited waveforms that were not that of a pt but exhibited simulated waveforms. The customer re-started the kappa xlt and it functioned normally. At the time of the event, no changes were made by the user on the kappa xlt. No pt injury was reported.